Manufacturer narrative:
(B) (4). (B) (4). Eval summary: devices a and b were received in good visual conditions and with cartridge reloads loaded in the devices. The reloads were received void of staples, with the washers completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The devices were tested for functionality with an engineering sample reload and the devices fired, forming all staples and cutting as intended. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockouts and the reload lockouts were functional. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a low anterior resection procedure, with instrument #1, on the first firing of the device, it cut the tissue and did not deploy any staples. With instrument #2, on the first firing of the device, it resulted in a partially formed staple line. The procedure had to be completed by hand sewing the distal transection line. Surgery was prolonged 20 mins. There were no adverse consequences to the pt.